Manufacturer narrative:
H10: additional narrative: on (B)(6)2019 customer biomed stated device is having intermittent communication loss with the devices it is monitoring. Customer states that they think the device is having issues and not the hospital network. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: during the call, the reported issue could not be duplicated by nk ts. Mu-971ra s/n 978 was put into service on (B)(6)2008. Warranty expired on (B)(6)2010. Service history shows no relevant incidents for this device. Customer states that the hospital network was not an issue. Communication loss as a result of device failure has occurred once before. Due to the reported issue was not duplicated during the call, the root cause could not be determined. No additional communication incidents have been reported for this device and/or for this customer since (B)(6)2019. Additional information: b4. Date of this report d11& c2. Concomitant medical products f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 d11& c2. Concomitant medical products: the cns was monitoring bedside monitors and transmitters

Event description:
It was reported that: the cns was having intermittent communication with the devices it was monitoring. The device was monitoring both the bsm and teles devices. No consequence or impact to the patients.

Manufacturer narrative:
It was reported that: the cns was having intermittent communication with the devices it was monitoring. The device was monitoring both the bsm and teles devices. No consequence or impact to the patients were reported. Biomed states they have been looking into replacing the equipment, but knows it is the device and not the network itself. Troubleshooting: powered down cns after verifying with nursing staff. Connected all peripherals and network cable to tower. Powered up and device is on the network with visibility to all devices and functionality. Nihon kohden tech support let the biomed know that since he is using the hardware from the previous cns, it is not supported with the new one although it may work fine. Assigned devices to the appropriate bed tiles. Advised the biomed that he will need to work with the nursing staff to setup a bed tile, then copy the bed settings to all other applicable tiles as desired, but it is up to the nursing staff on how they want them setup. The biomed will work with the sales rep and purchasing further to push a new purchase to replace these devices since they have the newer devices already in other departments and no backups for the legacy units. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that: the cns was having intermittent communication with the devices it was monitoring. The device was monitoring both the bsm and teles devices. No consequence or impact to the patients.